Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The field service engineer (fse) observed that the syringe pump was not dosing as well as it should. The fse replaced the syringe pump assembly resolving the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca failed false negative for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.